Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0my9x, implanted:(B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking sensation while they were standing. The patient was either trying to decrease stimulation or turning stimulation back on. Impedance testing showed greater than 4,000 ohms on five electrode pairs. The shocking sensation could not be reproduced by palpating implant site. The implant had not moved or tilted. The patient was currently getting good symptom relief.

Event description:
It was reported that the patient ¿noticed that where the device is implanted in my lower right back, the device feels like it is moving when I feel the area, it was in place now it feels like it¿s moving.¿ it was also noted that the device is ¿still stimulating, just that it¿s moving¿. It was reported about a week later that the patient experienced a shocking sensation, that ¿it just shocks me when the remote is put on and it should not be doing that¿. The shocking issue began on (B)(4) 2014 and it was noted the patient did not have any falls or trauma. The patient was directed to see his physician. The manufacturer representative also reported that the patient had 1 or 2 episodes of shocking sensation where he dropped to the floor. The shocking sensation was reported to be at the ins site. It was noted that c+ is not programmed, but the patient has been making a lot of adjustments to his stimulation. The representative was going to follow up with the patient the day after this report. No information regarding interventions or patient outcome has been provided. Further follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that everything had resolved. The patient had symptom relief at comfortable stimulation.

Manufacturer narrative:
(B)(4).